Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and had pacing inhibition due oversensing of electromagnetic interference (emi).